Event description:
It was reported that a user replaced an fsl3+ glucose sensor using the libre app on their phone and could not pair it with the ilet pump until instructed to activate the sensor with the ilet app, after which a new sensor was applied and successfully scanned, restoring function. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and education conducted remotely. Investigation of this case revealed that the sensor was in use by another device due to activation with the incorrect app, which prevented pairing with the pump, and correct activation resolved the issue. It was concluded, based on previously established findings for similar reports, that user setup error related to sensor pairing was the cause.